Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc catheter bent. The patient was diagnosed with multiple myeloma 2 years and 8 months ago. He was admitted to the hospital on (B)(6) 2024 for further treatment of ¿multiple myeloma¿. On (B)(6) 2024, when the patient was being given an intravenous infusion, the liquid did not drip after the needle was removed. Inspection revealed that the closed intravenous indwelling needle hose was bent and could not be used normally, causing secondary harm to the patient. A new closed intravenous indwelling needle was immediately replaced.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo shows that the batch code of the sample is 4081466 and does not show the bending state of the catheter. 2. DHR/bhr review lot#4081466. 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Take the retained sample of this batch for relevant functional tests: penetration force (including needle tip penetration force, catheter tip penetration force and catheter drag force) test. The test results show that all meet the product specifications. 4. It is recommended to feed the catheter at a low angle during the puncture process to avoid catheter bending. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample is received for further testing, and the use of the sample is unknown, the root cause of the bend in the catheter cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information provided.